Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had a blood glucose reading of 3.0. It was reported the sensor had no signal. When blood glucose was requested, he put in blood glucose and nothing happened. Automode status was sensor not ready. During the night, only a low alarm. No further information regarding the low blood glucose reading reported. The insulin pump will not be returned for analysis.